Manufacturer narrative:
The device was received for evaluation. During functional testing, an issue regarding keypad 1234 and the button number 2 was not working was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation found that the keypad had a crack and that the '2' key was inoperable. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keys 1, 2, 3 and 4 were not working. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.